Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : UDI not possible to provide as the item and lot numbers were not communicated. (B)(6). PMA/510(k) number : 510(k) number not possible to provide as the item number was not communicated. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Lot number not communicated.

Event description:
It was reported that some (6) packages of optipac failed. It was the same problem with them all. The monomer will not get in to the cylinder.